Event description:
It was reported that the locators do not disengage from the implants and the implants had to be removed. Implants references and lots: tsvmb10 + 1230898, tsvmwb8 + 1226123.

Event description:
It was reported that the locators do not disengage from the implants and the implants had to be removed. Implants references and lots: tsvmb10 + 1230898, tsvmwb8 + 1226123.